Event description:
Customer reported getting erratic readings from their freestyle flash meter. They performed comparison tests with the freestyle flash meter and results were 247 mg/dl and 93 mg/dl. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.